Event description:
Pt was undergoing a tonsillectomy and adenoidectomy. During the operation, a surgeon noted flame coming from the shielded bovie tip under mouth ag. Pt noted to have burns to a small area of the hard plate, right upper lip and left lower lip. Add'l info rec'd from MFR 8/22/02. No ethicon device was involved in this event. MFR does not know if the user facility has informed the appropriate MFR or submitted a 3500a form to the FDA.